Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Facility telephone and email not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the tip of the reamer for proximal femoral nail antirotation (pfna) blade snapped. No further information was provided. This report is for one (1) reamer for pfna blade this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 356.821, lot: 2092110: manufacturing site: bettlach, supplier: sphinx ag, release to warehouse date: 04.may.2004: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: there's a fragment of about 2.5mm length broken off at the forefront of the reamer, the fragment was not sent back for evaluation. The cutting edges above the fracture face are partially blunt and there are heavy stress marks at the crossover form the smaller to the bigger diameter. In general, is the device is a very used condition. There laser marking is strongly faded and the coupling piece on top has wear marks and slight burrs from usage. Dimensional inspection: checked dimensions and found to be within the specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at this 14 years old device, therefore no drawing/specification review is needed as this speaks against a design related issue. Material or hardness review: the review of the manufacturing documents has shown that material and hardness was according to the specification back then. Summary: the complaint is confirmed as the reamer is broken as complained. The review of the manufacturing documents did show no complaint related issues. This lot of (B)(4) pieces was manufactured in may 2004 and we are not aware of any other complaint for this article- and lot combination. This and the findings above speak against a manufacturing related issue. Based on the provided information the exact root cause cannot be defined. We can only assume that a mechanical overload either by an inappropriate excessive metallic contact, e.g. With the nail or the guide wire, did lead to the breakage of the reamer. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ethnicity is unknown. Lot number and UDI are known. Date of manufacture is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All fragments were removed from the patient. There was no surgical delay.